Manufacturer narrative:
(B)(4). D6a - implant date: patient was implanted approximately 20 years ago. Reported event was unable to be confirmed as no product returned or pictures provided and poly wear cannot be confirmed through provided radiographs. Radiographs showed that the patient was anatomically aligned. No evidence of humeral or ulnar implant loosening. A chronic appearing lucency is noted at the olecranon. Bone quality is osteopenic. No evidence of elbow implant malfunction. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 114700, disc condyle kit w/hexalobula, lot # unknown. G2: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device has been discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2023-01238. Hospital discarded as biohazard.

Event description:
It was reported a patient underwent initial procedure about twenty (20) years ago. Subsequently, patient was revised due to worn polyethylene/ulnar bushing approximately three (3) weeks ago. Attempts have been made and there is no further information at this time.